Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing resulting in false pause episodes. No device intervention was performed but the patient had an implantable cardioverter defibrillator implanted after experiencing dizziness and syncope. The device remains implanted. Patient was stable.